Manufacturer narrative:
The sample was not returned for evaluation. The broken peg glass cartridge was not reported as an out of box event. It is likely the peg glass was inadvertently damaged during subsequent handling of the product in preparation or during use; however, without the subject product, a definitive root cause cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The IFU for the progel platinum adequately prescribes the proper inspection and preparation method to prevent damage to the product. The subject product is not marketed for us sales. A similar product is marketed in the us.

Event description:
It was reported that during a vats lobectomy, the progel platinum ampoule serum albumin cartridge is broken in the application container during spraying and fluid was noted leaking inside of the applicator when the glass broke. The staff who performed the mixing process is confirmed to be familiar with the process and the surgeon is an experienced user. As reported, there is generally a resistance when mixing. There was no patient or user injury reported.